Manufacturer narrative:
Device received with constant self test failed alarm due to a faulty on the rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self test. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm(s). Customer reports pump did not require rewind. Customer able to complete rewind. Customer reports there is fluid under the lcd display. Customer reported cracks all over the pump reservoir lip ring damage and reservoir able to lock in place when inserted into pump the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.